Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 7 false positive results. Customer is symptomatic with congestion, lethargy, diarrhea and nausea. Customer states the results were confirmed negative by pcr. Report 6 of 7.